Event description:
Intraoperatively, during a phako with intraoperative lens placement, when the crystalens was placed in the eye by the surgeon, only half of the lens released from the cartridge onto the eye. The surgeon had to remove the lens and make the incision a little bigger. The lens was removed and a new crystalens was implanted. The patient remained stable throughout the procedure.